Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death), patient¿s condition affected effectiveness of device (pre-operatively ruptured aneurysm), unapproved use of device (treatment of a patient with a pre-operatively ruptured aneurysm); evaluation, conclusion: known inherent risk of a procedure (death), device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm), off¿label unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured 5 cm saccular abdominal aortic aneurysm. The patient presented to the emergency room with a pre-operatively ruptured aneurysm and was hemodynamically compromised. The stent graft part of the procedure went fine and the stent grafts were implanted quickly; however, the patient coded after the stent grafts were implanted and ballooned. The patient did not revive. It was reported that the event was unrelated to the device or the procedure. The patient expired due to blood loss and a weak heart.